Manufacturer narrative:
Device evaluated by MFR: the handswitch was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. Pfc board passed visual inspection and bench test. 110vac was used to power throughout the board while the boards output was 380vac, which is the correct output spec. When 24vac was applied to the fan, the fan was fully functional. No function fault found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis the mobile view station (mvs) fuse was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. Visual inspection confirmed damaged component. Varistor was electrically over stressed with piece chipped of. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis the cover was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. Visual inspection shows that the inner cover support has come detached/ broken off of the cover. Physically damaged cover assembly. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis the mobile view station (mvs) interface cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. Cable assembly fail bench testing. Failed continuity test. Intermittent connection found in lemo connector. Faulty cable assembly. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Foreign country: (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the x-ray and motion batteries were replaced. During the visit they found out that the board wasn't turning on therefor the chargers didn't receive any power. The board was replaced. The system was still not charging accordingly. The mobile view station (mvs) power board and umbilical cable needed to be replaced. It seemed that the loop within the umbilical wasn't giving the correct signal to the mvs power board on the supply power to the board. Interconnect cable replaced with new one, the system turned on, without any issue. The battery voltage measured and found within limit, charger voltage measured and found within limit, 2d and 3d images taken result and worked correctly. A system check out was performed and the system was working as intended. The side cover was replaced, because the right side wheel was found touching the below cover. During trouble shooting they found the axle screw was loose, so they tightened it and the wheel was moving normally. A back up was made in the usb and placed back inside of the mvs. Eval code method is associated with this analysis. Eval code result is associated with this analysis. Eval code conclusion is associated with this analysis. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that while the umbilical cable was connected the batteries weren't being charged. The system shut down while shooting x-ray due to low battery. No patient was present at the time of the event.